Manufacturer narrative:
Follow-up # 1: 09/28/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and a call service (cs-078) alarm was recorded in the alarm history. Further testing to investigate the original complaint could not be completed due to a recurring cs 052 alarm. Unrelated to the original complaint, the display screen was found to be dim and discolored with moisture visible in the display. There was also a crack noted on the pump case, and a leak test confirmed that the pump was leaking from this crack. The pump case was opened and moisture was present throughout. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.